Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00551. Related manufacturer reference number: 3006705815-2020-00552. It was reported that the patient was experiencing ineffective therapy with her scs system. As such, the patient underwent a drg trial on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that a drg system was implanted on (B)(6) 2020 resolving the issue. No devices were explanted during the procedure.